Event description:
Related to MFR report # 2183959-2012-01402. Related to MFR report # 2183959-2012-01404. The plaintiff was implanted with a miniarc sling system on (B)(6) 2010. It was alleged that the "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was reported that the plaintiff visited her urologist, "on many occasions to address complications resulting from the mesh," and that the plaintiff underwent a cystoscopy and was prescribed a variety of medications, but "the problems caused by the mesh persisted." It was alleged that the plaintiff continues to suffer from pelvic pain, back pain, infections, inflammation, vaginal discharge, difficulty with bowel movements, and dyspareunia (pain during sex)," and that she was "forced to use a catheter bag." It was also alleged that the plaintiff has, "undergone medical treatment and will likely undergo corrective surgery," has "sustained permanent injury," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.